Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. No phone number provided. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective overlay to address the reported problem.

Event description:
The customer reported ventilator display keys are not working.the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.